Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: enlw1616c93ej, s/n: (B)(4); use by date: 19-oct-2014; upn #(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 69mm abdominal aortic aneurysm. It was reported during the 5 year follow up, aneurysm expansion and a type ii endoleak from the lumbar artery were suspected. Approximately 5 years post the index procedure, laparotomy was performed to ligate the lumbar artery and complete thrombectomy. During the procedure the aorta and the whole stent graft system was observed as bending laterally and ligation of the lumbar artery could not be achieved. Poor visibility led to difficulty removing the whole thrombus. After removing the thrombus to some degree, plication was performed and the procedure was completed. The cause of the event remains undetermined. No additional clinical sequelae were reported and the patient will be monitored.